Event description:
The reporter stated that the surgeon was using a three piece silicone lens model aq2010v, and the haptic got caught in the injector and broke off during insertion. The surgeon enlarged the incision to remove the lens, and a suture was used to close the incision.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.